Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint. When cassette was attached, the unit immediately alarmed. The cassette detect nub on the dso sensor was noted to pushed in. The sensor was unable to sense the cassette's presence. The faulty dso sensor was replaced as a result. The problem source has been determined to be unknown, revealing no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy plus has no disposable alarms. No adverse effects reported.